Event description:
It was reported that the right atrial (ra) lead was far-field oversensing ventricular events. The sensitivity of the ra lead was decreased and it fixed the issue. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).